Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The tissue pad of the subject device was detached. The detached tissue pad was also returned and it was confirmed that it was worn. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the tissue pad was damaged since the user continued to activate output without grasping tissue (including after the tissue already cut). The above device handling has warned in the instruction manual.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc). The exact cause has been under investigation. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During a hemorrhoidectomy, the subject device was used. It was reported that the tissue pad of the subject device fell inside the patient at the first time output. The fragment was retrieved. The intended procedure was completed with another device. There was no patient injury reported. This is the report regarding the missing of the tissue pad.